Event description:
It was reported that a cartridge alarm occurred with multiple cartridges. There was no adverse impact on customer's blood glucose level. The customer reverted to alternate therapy for diabetes management.